Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP device stating an issue of burn smart on control panel. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction